Event description:
It was reported that the patient with this pacemaker has historically been in and out of atrial tachy response (atr). Technical services (ts) provided a review of stored atr episodes noting that there is atrial undersensing. Ts discussed possible reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.